Event description:
Case has occurred during a g3 surgery. When locking the distal 5mm screw, half of the hex was broken off the self-holding screwdriver. This event was not detected during surgery. Only one day later in the control x-ray it was seen that part of the screwdriver was inside the patient. The patient was re-operated on (B)(6) 2020 and the broken part was removed.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the reported failure. The device inspection revealed the following: the returned screwdriver with the self-holding feature shows normal traces of use. However, the outer sleeve was not returned for evaluation, therefore a device identification was not possible. The breakage surface shows the typical characteristics of a forced brittle fracture. On one of the edges, deformation marks can be observed which under normal usage doesn¿t appear. All these signs are indicative of the fact that the screwdriver was overloaded and improperly handled. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A process change was performed with ecn# 6452/08; the wch coating was removed to prevent breakages of the moveable blade. The returned screwdriver manufacturing date post-dates the process change. Furthermore it is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage (was implemented with ecn# 6455/08). Thus no further changes is required. A review of the labeling did not indicate any abnormalities. The appearance of the breakage surface indicates a (forced) brittle breakage of the blade of the screw driver due to bending and rotational forces overload. It was also communicated through the additional communication that ¿a lot of force was used when turning in the screw¿. Based on the above facts the root cause of the reported event is breakage under overloading of screwdriver due to inadequate handling by the user. Also, since the outer sleeve was not returned there is a strong likelihood of the fact that the screwdriver was used without it during the surgery. Under such a usage, the blade is susceptible to break. However, this fact could not be confirmed. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Case has occurred during a g3 surgery. When locking the distal 5mm screw, half of the hex was broken off the self-holding screwdriver. This event was not detected during surgery. Only one day later in the control x-ray it was seen that part of the screwdriver was inside the patient. The patient was re-operated on (B)(6) 2020 and the broken part was removed.